Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the device on the sigmoid colon in a laparoscopic sigmoid resection, the device did not fire. They also noted that it had incomplete staple line on the proximal. They resected and re-stapled to resolve the incomplete staple line. They used new handle and load to complete the case. There was no patient injury.